Event description:
Information received indicates the nurse call is not working form the bed.

Manufacturer narrative:
The technician found the pins on the connector for the communication cable were bent and the ground ring was missing. He replaced the communication cable to repair the bed.